Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent called to report a keypad anomaly. The customer's blood glucose reading was 400 mg/dl and treated with both the insulin pump and manual injections. The customer was at school and no troubleshooting could be performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump.